Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Event description:
It was reported that the volume accuracy test failed and device over infused. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; all was intact. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. During the investigation three accuracy tests were ran and the pump was found to be over delivering from the manufacturing specifications. This over delivery was found to be the cause of the reported problem. For corrective action the expulsor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was repaired on 14-jan-2022 for motor service due. The previous repairs would not have contributed to this delivery accuracy issue., corrected data: correction: h4: mfg. Date. 22-jun-2015; d4: model number: 2120.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: the event did not occur during use with a patient. Found during testing. H6: event problem and evaluation codes: updated.